Manufacturer narrative:
The device history record was reviewed and no anomalies were found. The handpiece was not returned however the user facility sent the particulates for testing. We have requested the results of the particulate testing. The user facility reported they use orange drapes. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in the (B)(6) reported during phacoemulsification a ''orange'' particle entered the eye. The particle was removed without incident. The surgery was increased in duration by 0-15 minutes. The ''orange'' particle was inside the phacoemulsification sleeve and it came out from the irrigation port; subsequently into the anterior chamber. The surgeon reported there was 1 larger piece and 2-3 smaller ones. The pieces were removed by applying posterior pressure to the primary wound lip and injecting a little bit of healon. They felt slightly spongy. The patient was observed for signs of endophthalmitis, none was found. The procedure was completed.

Manufacturer narrative:
The event was during cataract surgery under local anesthetic. Once the ''orange debris'' was noticed all the cataract equipment was changed. The surgeon thoroughly washed out the eye and continued surgery. The lab results for the particle testing sent out by the user facility have not been returned. The user facility does not believe the lab will progress with the sample given the covid situation. The investigation will be reopened upon receipt of additional information. No further investigation is necessary at this time.